Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4: batch # 970a06. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with an unknown trocar inserted in the device, with the closing trigger closed and anvil in partially opened position, and with a gst60w reload present. The reload was received fully fired. In addition, the knife was noted as partially advanced, and out of its intended position from the channel. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the device. Please reference the instruction for use for more information. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 970a06, and no non-conformances were identified. Additional information was requested and the following was obtained: did the 2nd device not fire? Was the problem related to the cartridge or the stapler? Yes how was the procedure completed? Removed the gun together with the trocar, and changed a new trocar and new gun to complete the procedure.

Event description:
It was reported that during the unk surgery, could not close the jaw before insert into trocar. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.